Manufacturer narrative:
During technical onsite visit, the filed service engineer (fse) verified the flap cutting depth. There was no problem found. The device was working within specifications. No technical root cause was identified. A possible contributing factor could be a fluid layer between the applanation cone and the cornea that can cause a significant reduction of the achieved flap thickness if the surgeon uses too much sterile saline solution before flap cutting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A doctor reported that the flap in one patient is thinner than 110 microns which is what the laser was set at. Additional information has been requested.